Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their "equipment" has been turned off for probably about a month now. The patient reported they are supposed to go in and have it ""redone/rerouted."" The patient reported they were supposed to have this "rerouted" today, but they cancelled. The patient clarified that by "rerouted" they mean their "wire" is going to be repositioned because their dr said they could feel the wire poking out of their skin/back. The patient provided the event date as they started complaining; they think like maybe within two weeks they were leaving messages for the doctor's office. The patient stated the revision was supposed to be on (B)(6), and they are going to get a second opinion with a different doctor, so they have it rescheduled for "(B)(6)." The patient stated they were only trying to contact the rep for programming/therapy adjustment. The patient stated they only talked with the rep once and was told the rep would not contact the patient back. Sent email to field staff per patient's request with request to contact patient. The agent was unable to clarify information provided any further due to the nature of the call.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot# va35ueu, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.